Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, from the following facts obtained from the investigation, the reported event may have been caused by the emergency lamp failure. -olympus medical systems corp. (Omsc) confirmed from the inspection for repair of the device that the error occurred due to the emergency lamp failure. -omsc confirmed that there were no abnormalities in the manufacturing records of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The light guide connection was stiff due to wear on the output socket. There was a crack in the led of the power switch. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that clv emergency lamp error e207 occurred. Error code e207 means that the emergency lamp is blown or failed. There was no report of patient injury associated with the event. Olympus inspected the device at olympus service operation repair center (sorc) and found that clv emergency lamp error e207 occurred due to the emergency lamp failure.